Event description:
It was reported that the burr became stuck in the lesion. The patient presented with significant pulmonary fibrosis and a staged percutaneous coronary intervention (pci) was planned. The patient underwent successful intervention of proximal rca using promus premier des. A rotapro was then selected for a complex pci of the lm/lad-diagonal/lcx bifurcation. During atherectomy, the burr became stuck in the lesion. The burr was freed with the use of a wire and a guideliner. The procedure was completed with stenting with no further patient complications.